Manufacturer narrative:
(B)(4). Evaluation summary: one unused sample was received for evaluation at the plant. During visual inspection particulate matter was observed in the two piece luer lock. The cause for this issue is related to the injection molding process. A batch review was performed and no issues or aberrancies were noted during the manufacturing of this lot.

Event description:
It was reported that during setup, a clearlink y-type blood set was observed to have black speckles on the inside of the male luer. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.